Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery and then motor error about 10 minutes later when the customer was not doing anything. The blood glucose reading was 134 mg/dl at the time of the no delivery alarm, and it rose to 176 mg/dl at the time of the motor error alarm. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.